Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented to the clinic experiencing muscle stimulation. The pulse generator was in backup vvi mode. A user download successfully restored the device. The device was explanted and replaced on (B)(6) 2013.